Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 29-nov-2017. The most recent information was received on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful menstruations') and arrhythmia ('change in cardiac rhythm') in a female patient who had essure (batch no. 646534) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), dyspareunia ("painful intercourses"), back pain ("persevering lumbago"), adenomyosis ("adenomyosis"), fatigue ("internal abnormal fatigue"), musculoskeletal pain ("joint and muscle pain"), dyspnoea ("breathlessness"), visual impairment ("vision changes"), dizziness ("dizziness"), asthenia ("asthenia"), discharge ("nocturnal discharge") and weight loss poor ("impossible to lose weight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, arrhythmia, dyspareunia, adenomyosis, fatigue, dyspnoea, visual impairment and dizziness outcome was unknown and the back pain, musculoskeletal pain, weight increased, asthenia, discharge and weight loss poor had not resolved. The reporter provided no causality assessment for adenomyosis, arrhythmia, asthenia, back pain, discharge, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, musculoskeletal pain, visual impairment, weight increased and weight loss poor with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2019: previous follow up was received on 25-nov-2019 and not on 22-nov-2019. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-nov-2017. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful menstruations') and arrhythmia ('change in cardiac rhythm') in a female patient who had essure (batch no. 646534) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), dyspareunia ("painful intercourses"), back pain ("persevering lumbago"), adenomyosis ("adenomyosis"), fatigue ("internal abnormal fatigue"), musculoskeletal pain ("joint and muscle pain"), dyspnoea ("breathlessness"), visual impairment ("vision changes"), dizziness ("dizziness"), asthenia ("asthenia"), discharge ("nocturnal discharge") and weight loss poor ("impossible to lose weight") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, arrhythmia, dyspareunia, adenomyosis, fatigue, dyspnoea, visual impairment and dizziness outcome was unknown and the back pain, musculoskeletal pain, weight increased, asthenia, discharge and weight loss poor had not resolved. The reporter provided no causality assessment for adenomyosis, arrhythmia, asthenia, back pain, discharge, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, musculoskeletal pain, visual impairment, weight increased and weight loss poor with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: essure was removed on (B)(6) 2019 via hysterectomy; new events asthenia, nocturnal discharge, persevering lumbago and impossible to lose weight added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.